Event description:
It was reported that this insertable cardiac monitor (icm) had eroded from the patient; in addition, redness was noted at the surgical incision. The physician decided to remove the device from the patient. Subsequently, a new icm was implanted as replacement a few days later, at a different angle and site. No additional adverse patient effects were reported. This icm device has been returned for analysis.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding event cause. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded that the reported clinical observations are known inherent risks of implanted devices.

Event description:
It was reported that this insertable cardiac monitor (icm) had eroded from the patient; in addition, redness was noted at the surgical incision. The physician decided to remove the device from the patient. Subsequently, a new icm was implanted as replacement a few days later, at a different angle and site. No additional adverse patient effects were reported. Additional information from boston scientific field representative provided this patient was treated as if an infection had occurred, with oral and topical antibiotics. This icm device has been returned, and analysis has been completed.

Event description:
It was reported that this insertable cardiac monitor (icm) had eroded from the patient; in addition, redness was noted at the surgical incision. The physician decided to remove the device from the patient. Subsequently, a new icm was implanted as replacement a few days later, at a different angle and site. No additional adverse patient effects were reported. This icm device has been returned for analysis. Additional information from boston scientific field representative provided this patient was treated as if an infection had occurred, with oral and topical antibiotics.